Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead exhibited high pacing lead impedance measurement of more than 2,000 ohms. All other measurements in other vectors were normal. Boston scientific technical services (ts) also confirmed that the patient has good threshold measurement. Additional information was received that the x-ray was performed. However, the field representative was unsure of the results. The patient was scheduled for follow up. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
No additional information is available at this time.this investigation will be updated should further information be provided.